Event description:
The distributor reported that, during a routine inspection, it was noted, two vaporizers can turn on simultaneously. There was no report of patient involvement. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.